Manufacturer narrative:
Model number/catalog number: sc-2408-74, serial number: (B)(4), batch/lot number: 21049482, model/catalog description: avista MRI perc lead kit 74 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had cerebrospinal fluid (csf) leak that needed to be repaired. The patient underwent an explant procedure.